Event description:
User reports there was a leak coming from the analyzer onto the flow. User stated she cordoned off the area and nobody had been injured. No pt samples were involved. The field service representative determined a broken preclean needle to be the cause and replaced the needle. Performance tests performed which were within specifications.